Event description:
Dexcom g & 15 day glucose senors have been failing at a rate of about 40% since I switched in (B)(6). They struggle to make it day 7 or 8. Some with warning but the latest just stopped with no warning. When it's working in tandem with the omnipod 5 it becomes an issue, particularly since insurance limits supply to exactly 2 per month. Pt code: 4582. Device code: 2588, 2919. Ref: mw5186735.